Manufacturer narrative:
Product was evaluated for evidence of allegation and low suction was confirmed. The nitrile rolling diaphragm was torn and caused the low vacuum.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report a gradual decrease in suction while using the purely yours breast pump which resulted in decreased milk output, breast engorgement and clogged milk ducts. Customer went to an emergencare clinic the night of (B)(6) 2015 for a painful, swollen right breast. She was diagnosed with unilateral right breast mastitis by a health care provider. A 10 days course of oral antibiotics were prescribed. Customer states she felt an improvement within one day and mastitis is resolving.